Event description:
Customer reported that the pfc standard knee was implanted in 1996. In early 1998, the patient began experiencing pain, all therapeutic actions were unsuccessful. At that time, the surgeon decided to perform an arthroscopic procedure. The arthroscopy showed that a big wear particle had been generated.